Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a brown colored, elongated, slightly curved particle inside the device housing near the header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The particulate could not be identified as no further or actual sample testing could be performed. The cause of the presence of the foreign material was determined to be related to manufacturing as the material was not observed during the visual inspection process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed inside of a revaclear 300 before use. There was no patient involvement. No additional information is available.